Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was restarting unexpectedly. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.